Event description:
This lead was implanted on (B)(6) 2008 and remains active at this time. A product experience report states that this lead has high impedance greater than 2000 ohms. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).